Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had moisture damage on the electronics. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer's son reported that the insulin pump had recently fallen into the toilet. Caller reported that fluid was visible under the lcd screen. Blood glucose level was not provided. No further information was provided.